Manufacturer narrative:
H3 - eval summary the hosp would not release the device for eval. Therefore co's engineer evaluated the balloon catheter at the user facility. The engineering eval identified a circumferential tear in the balloon material. The distal portion of the balloon material was detached from the catheter shaft and not available for eval. A small segment of the balloon material remained on the proximal end of the catheter shaft. Scratches were noted on the balloon surface. No damage was noted to the catheter shaft. Traces of foreign matter were located inside the balloon. This device displayed characteristics consistent with contact with an internal source, scratches on the balloon surface, which may have contributed to this event. However, co is unable to determine the exact cause for this event.

Event description:
A balloon ruptured on the third inflation at approx 8-10 atmospheres during dilatation of a stenosed stent in the renal artery. Upon removal of the balloon, it was noted a segment of the balloon material had detached in the pt. Percutaneous attempts at retrieval of the balloon segment were unsuccessful. The medwatch received from the user facility indicated they were unable to locate the balloon material. The pt was discharged and returned over the weekend in pain and an inability to void. The pt went untreated until monday when it was noted the balloon material had caused a blockage of the renal artery. The pt is currently on dialysis. No further details regarding the circumstances surrounding this event, co is unable to determine the cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."